Manufacturer narrative:
On 10/07/2020 infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020 , a distributor of infutronix reported an issue on behalf of an end user: "patient complained of leaking by the catheter. We suggested she try to turn off the pump for an hour to see if the pain was worse to confirm if she was getting medication." A patient was involved but not harmed.